Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, one staff member was transferring a female resident at approximately 8:35 am on friday (B)(6) 2020. The resident fell from the lift, landing on her head and neck. Ems was called and resident was transported to the hospital. Resident sustained a broken neck, 3 broken vertebrae, and broken hip. A joerns associate visited the facility on (B)(4) 2020 to inspect the lift involved in the incident. The lift was determined to be in good working order. Complaint # (B)(4) and ra # (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.